Event description:
Customer reportedly obtained results of 127mg/dl, 96mg/dl, 93mg/dl, hi (greater than 600mg/dl), and 57mg/dl on the compact plus system within 10 minutes. Customer ate in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.